Event description:
The device was returned for no touchscreen input. The front display of the device failed to display any information however the screen was able to audibly respond to touch inputs. Visual inspection of the exterior of the device found damage on the lvp handle. One bag hook is missing from the carrying handle. Damage was also identified on the mr unsafe sticker. The device was opened to inspect for internal damage. Damage was identified on one of the screw mounts for the pneumatic plate. Inductor l25 on the main pcba is severely damaged. Damage was identified on the screw mounts for the main pcba on the front housing. Three of the six screw mounts for the device carry handle on the front housing are damaged. The lvds cable was reseated but the display failure remained.

Event description:
Biomed reported: (B)(6) still has a blank (lcd issue) screen after replacing the batteries. You can hear the tapping of the screen and can hear the clicks but the screen is still blank... Their original complaints was pump alarm and not being able to turn on both received an order to swap out the batteries, once we swapped batteries it still did not work. A review of the complaint information is that this is a mechanical hardware failure (screen no input). Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.